Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient withdrew their consent from the clinical study on (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported increased urinary frequency and incontinence. Interventions include medication of botox that was administered on (B)(6) 2014. There were several reprogramming that occurred on (B)(6) 2014. Other interventions included medications that was administered on (B)(6) 2014. The patient's daughter and aide reported increased frequency and incontinence on (B)(6) 2014. It was reported that the event was possibly related to the device or therapy, not related to the implant procedure, and not due to programming. The patient had increased urge urinary incontinence (uui) recently. They had done well after the device was turned back on but recently aides had been reporting increasing wet clothes and wet beds. On (B)(6) 2014, the stimulator program was changed to 4 amp at 1.75 when feeling stimulation in their buttock. The patient was presented on (B)(6) 2014 with continued incontinence sometimes when unaware. Urge incontinence when rushing to bathroom with urgency and timed voiding with no improvement. No improvement was noted on (B)(6) 2014 and on (B)(6) 2014, there was mild improvement but was still ongoing. On (B)(6) 2014, botox was rescheduled due to a urinary tract infection (uti). There was a report that the event was still ongoing on (B)(6) 2014. The event was unresolved at time of study exit/study closure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative. It was reported that the uti occurred after the subject exited the study. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.